Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source:phone

Event description:
Customer reporting a potential false negative sars result. Customer states the patient tested positive by pcr.